Event description:
While using the bovie to shrink an area of prolapsed fat during blepharoplasty, a spark ignited and a fire started on the eyelid margin -right upper-. Fifteen bovie mode power was being used. The flame was extinguished immediately.